Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad program administrator reported that the patient was seen at the lvad clinic and was admitted to the hospital for further evaluation due to shortness of breath (sob) with worsening dyspnea on exertion (doe), paleness and extreme fatigue. A ramp study was performed which appeared to indicate potential thrombus. The patient's ldh level was reportedly observed to be increasing steadily and the partial thromboplastin time (ptt) remained subtherapeutic despite continual increase of heparin. Based on the patient's symptoms and clinical observations, the hospital made a decision to exchange the lvad. Upon device explant, the hospital reported there was no visible thrombus in the device.

Manufacturer narrative:
The lvad was successfully exchanged and the patient remains ongoing without any further issue reported. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.